Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed without complication. The patient returned to the hospital 6 days later complaining of discomfort at the cath site. The patient was admitted and an ultrasound confirmed diagnosis of a pseudoaneurysm. Ultrasound guided compression was performed for 20 minutes. There were no charge in the patient's discomfort. The ultrasound was not repeated and the patient was discharged home with an appointment scheduled in one week. Two days later, the patient called complaining of continuing cath site discomfort. The patient was readmitted for a thrombin injection. No further complications were reported.